Event description:
Event description cpi received information that three days post-op this endurance ez lead had dislodged. The lead was removed and replaced with an endotak dsp lead. At the procedure it was noted the helix was not out (extended).